Event description:
The nurse reported to our sales representative that while observing a surgery, metal wear was reported. Also, she reported that it was not possible to hit the holes. A delay of 60 minutes was reported. The surgery was successfully completed by freehand locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.